Event description:
Event became reportable based on investigation completed on 08/31/2007. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, shaft break occurred. The shaft of the 15mm x 2.5mm maverick2 monorail catheter broke during introduction. The break occurred outside of the patient in an area that would not enter the patient. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "okay". However, the returned product confirmed that the shaft fracture was 73.7 cm distal to the strain relief.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The device was received in two sections as a result of break in the hypotube located at approximately 73.7 cm distal to the strain relief. Microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. An examination of the profile of the balloon and tip found no issues. Traces of solidified contrast media were present inside the inflation lumen. The break is consistent with excessive force having been applied to the device which resulted in the hypotube shaft severely kinking and inevitably breaking. No issues were noted with the device that may have contributed to the complaint incident. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the shaft break is determined to be user handling.